Event description:
A home pt's (hp) family member contacted co's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during the beginning of their automated peritoneal dialysis therapy. Reportedly, the hp's family member had left an unused supply line of the homechoice set unclamped during therapy. Baxter's tsc assisted the hp in ending therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident, per the hp's family member.